Event description:
The device was returned to cochlear with a reported infection.

Manufacturer narrative:
The device was returned to cochlear with a reported infection. The explanted device has been analysed with the following result: the device was explanted due to implant extrusion and infection. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown in 2017 and 2018 over the magnet site. The receiver simulator was re-positioning in 2018. The patient again experienced a wound breakdown resulting in an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.